Event description:
01/17/2018 07:05:43 rfc_repairs (rfc_repairs) po for (B)(6) . Failed plunger test 01/24/2018 08:48:57 (B)(6) . Found mis-routed fiber optic & motor controller cable. Noted tamper seal was void/missing front half. Tube drive badly bent (lt) and twisted (lt): replaced tube drive, sleeve, and worn gripper-retainer seal. Found gripper-retainer incorrectly assembled (wrong screws). Replaced gripper retainer, seal, gasket and flange gripper. Used longer non-stainless instead of self threading. Damaged gripper/rretainer & flange gripper. Screws extended through part into bottom of flange gripper. Found incorrect (self threading) screws at top of internal frame. Inspection of front case inserts was marginal. Verified inserts threaded good screws properly. Found sizer tab not inserted into barrel clamp guide tab slot. Found wrong screws used to affix barrel clamp shaft support (short screws for top disc holder). Found c-ring installed in wrong position (found it spread around shaft at middle screw hole (not normally used.) This was the source of non-full retract & binary errors). Found carriage block large keyway with minor lifting on one edge. Still structurally sound. Pressure disk flag spring was not properly installed (upside down, not engaged). Also found no gasket below top disc holder. There was no mylar installed. Recalls required: none. Repair: customer stated problem: "failed preventive maintenance": found 3 of 5 binaries inop: flange always open when closed, barrel clamp always closed when open, disc holder always present when not. Barrel clamp does not retract all the way. From left iui: broken communications: receive "check syringe" error after about 2 mins. (Iui is new). Opened unit: short visual inspection could not identify any issues with flange or b/c binaries. Rear case: cracked: base/lt/fr/scr->module latch front support scr. Dent: bot/rt/fr/cnr: replaced rear case. Barrel clamp: fails binary test (indicates always closed when open). Does not retract all the way (obstructed): found barrel clamp improperly assembled. Found barrel clamp sleeve damaged. Found c-ring damaged (replaced clamp, ring, seal, & bushing). Tube drive badly bent (lt) and twisted (lt): replaced tube drive, sleeve, and worn gripper-retainer seal. Found gripper-retainer incorrectly assembled (wrong screws). Replaced gripper retainer, seal, gasket and flange gripper inspected carriage block. No significant damage. Left iui: intermittent comms; iui & iui pcb contacts are ok, however, gasket was improperly installed; replaced left iui assy. Inspection of connections, pins, cables, and logic board revealed no anomalies. Module latch: cracked support, worn leaf & actuator: replaced. Claws do not close properly: found claws sticking with & without gears attached. Inspection shows significant wear on claw shafts. Cleaned claw tubes, replaced claws. Disk holder binary inoperative: found top disc holder flag spring not engaged. Flange binary inoperative (reading always open when closed): inspection revealed no anomalies. Flag moves properly in optical sensor. On re-assembly, binary was ok. Probably a loose connection at the logic board. Incidental repair parts: 2 feet, 2 labels, 1 sensor flag leaf spring. Maintenance actions: calibration completed. P/m completed. Tamper seal: void: missing front half. Appears to have had front case replaced, with no new seal affixed. 01/24/2018 13:19:16 (B)(6) . (B)(4).

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Some / service returns were for issues similar to the reported complaint or similar to the service history. The database showed no quality notifications were opened for the source device. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(6) 2018 07:05:43 rfc_repairs (rfc_repairs) po for $579. Failed plunger test. (B)(6) 2018 08:48:57 (B)(6). Found mis-routed fiber optic & motor controller cable. Noted tamper seal was void/missing front half. Tube drive badly bent (lt) and twisted (lt): replaced tube drive, sleeve, and worn gripper-retainer seal. Found gripper-retainer incorrectly assembled (wrong screws). Replaced gripper retainer, seal, gasket and flange gripper used longer non-stainless instead of self threading. Damaged gripper/rretainer & flange gripper. Screws extended through part into bottom of flange gripper. Found incorrect (self threading) screws at top of internal frame. Inspection of front case inserts was marginal. Verified inserts thraded good screws properly. Found sizer tab not inserted into barrel clamp guide tab slot. Found wrong screws used to affix barrel clamp shaft support (short screws for top disc holder). Found c-ring installed in wrong position (found it spread around shaft at middle screw hole (not normally used.) This was the source of non-full retract & binary errors). Found carriage block large keyway with minor lifting on one edge. Still structurally sound. Pressure disk flag spring was not properly installed (upside down, not engaged). Also found no gasket below top disc holder. There was no mylar installed. Recalls required: none. Repair: customer stated problem: "failed preventive maintenance": found 3 of 5 binaries inop: flange always open when closed, barrel clamp always closed when open, disc holder always present when not. Barrel clamp does not retract all the way. From left iui: broken communications: receive "check syringe" error after about 2 mins. (Iui is new). Opened unit: short visual inspection could not identify any issues with flange or b/c binaries. Rear case: cracked: base/lt/fr/scr->module latch front support scr. Dent: bot/rt/fr/cnr: replaced rear case. Barrel clamp: fails binary test (indicates always closed when open). Does not retract all the way (obstructed): found barrel clamp improperly assembled. Found barrel clamp sleeve damaged. Found c-ring damaged (replaced clamp, ring, seal, & bushing). Tube drive badly bent (lt) and twisted (lt): replaced tube drive, sleeve, and worn gripper-retainer seal. Found gripper-retainer incorrectly assembled (wrong screws). Replaced gripper retainer, seal, gasket and flange gripper inspected carriage block. No significant damage. Left iui: intermittent comms; iui & iui pcb contacts are ok, however, gasket was improperly installed; replaced left iui assy. Inspection of connections, pins, cables, and logic board revealed no anomalies. Module latch: cracked support, worn leaf & actuator: replaced. Claws do not close properly: found claws sticking with & without gears attached. Inspection shows significant wear on claw shafts. Cleaned claw tubes, replaced claws. Disk holder binary inoperative: found top disc holder flag spring not engaged. Flange binary inoperative (reading always open when closed): inspection revealed no anomalies. Flag moves properly in optical sensor. On re-assembly, binary was ok. Probably a loose connection at the logic board. Incidental repair parts: 2 feet, 2 labels, 1 sensor flag leaf spring. Maintenance actions: calibration completed. P/m completed. Tamper seal: void: missing front half. Appears to have had front case replaced, with no new seal affixed. (B)(6). (B)(4).

Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information was reviewed for the sap file and track wise file, and found to be relevant to the service repair. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. Some / service returns were for issues similar to the reported complaint or similar to the service history. The database showed no quality notifications were opened for the source device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).